Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; full lead returned and analyzed. It was reported the impedance increased from 800 to 1648 ohms. The lead was explanted and replaced. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination ead conductor component/subassembly failure (select specific code from category d)device was out of specification in a manner that relates to event impedance, high.

Event description:
It was reported the impedance increased from 800 to 1648 ohms. The lead was explanted and replaced. No patient complications were reported as a result of this event.